Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer¿s blood glucose level was 434 mg/dl. Customer reported that the insulin pump eating through batteries and died in the middle of the night. The insulin pump will not be returned for analysis.